Event description:
This spontaneous case was reported by a consumer and describes the occurrence of oophorectomy ("I lost my left ovary") in a (B)(6) female patient who had essure (batch no. 28431112005) inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 7 years 11 months after insertion of essure, the patient underwent oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the oophorectomy outcome was unknown. The reporter considered oophorectomy to be related to essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a consumer and describes the occurrence of oophorectomy ("I lost my left ovary") in a 50-year-old female patient who had essure (batch no. 28431112005-inv) inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 7 years 11 months after insertion of essure, the patient underwent oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the oophorectomy outcome was unknown. The reporter considered oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of oophorectomy ("I lost my left ovary") in a 50-year-old female patient who had essure (batch no. 28431112005-inv) inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 7 years 11 months after insertion of essure, the patient underwent oophorectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the oophorectomy outcome was unknown. The reporter considered oophorectomy to be related to essure. Most recent follow-up information incorporated above includes: on 30-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.